Event description:
During routine testing of the device at the service center, the technician reported the internal screw boss of the roller pump lower housing was breaking down and cracking, causing fragments to break off inside the lower roller pump housing itself. Additionally, all 8 of the mounting points had developed vertical hairline cracks in the plastic. The mounting points are where the bronze screw bushings for attaching the two cooling fans are inserted into the lower pump housing. Since the event occurred during routine testing of the device, there was no patient involvement during this event. Note: the roller pump involved in this event was not for clinical use. It was being used as a service test fixture.

Manufacturer narrative:
Evaluation in progress, but not concluded.